Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8p13 that has a similar product distributed in the us, list number 4z21, with 510k/PMA/bla number k202525.

Event description:
The customer reported a falsely elevated alinity I stat highly sensitive troponin-I result for one patient. The following data was provided: (B)(6) 2026, sid (B)(6): initial result = 117.8 ng/l, repeat = 3.3 ng/l. No impact to patient management was reported.